Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
ECMO circuit change initiated for high plasma free hemoglobin. New pump had a -37 servo pressure. Patient became hypotensive, ECMO flows increased servo pressure remained -37. Venous line clamped -no change in servo pressure. Pressure transducer added to venous side of bridge meas -25 responded fine to flows. Alarm set -30 while trouble shooting. Circuit changed again no further issue. This information was received from (B)(4) - received march 15, 2018. (B)(4).

Manufacturer narrative:
This complaint was submitted by a getinge employee who saw the medwatch from the customer submitted to authorities. Since there was no serial number submitted the ssu was not able to verify. According to the ssu they didn't see any related repair requests or service orders for any boston childrens cardiohelp units. A technician checked the device and it worked within its specification. All the units at boston childrens are regularly maintained under a service agreement. A supplemental medwatch will be submitted if new information has been received.

Event description:
Internal reference: (B)(4). Customer reference: (B)(4).